Event description:
Customer reported there's a lot of insulin blockage. There was no reported impact to the customer¿s blood glucose level. The customer declined follow-up from tandem technical support, therefore no additional information was obtained.